Event description:
The lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke to the customer in 2005 to obtain/verify info. The pt tests his blood glucose 2 times a day, around 6:30am and 3:00pm. He takes the following medications daily: "glipizide 10 mg, 2 tablets between 6:30-7:00am, 53 units "lantus" insulin at 7:00am; "avandia" 4 mg, 1 tablet between 11:00am-12:00pm and 1 tablet at 5:00pm. The pt has a history of high blood pressure and being "over-weight." He stated that his normal morning blood glucose levels run between 130-140 mg/dl. In 2005, the pt tested his blood glucose at 6:30am and got a value of 139 mg/dl. He then gave himself his regularly scheduled morning dose of 53 units "lantus" insulin and then took a shower. While in the shower, he stated that he felt "dizzy, sweaty, and light-headed." In addition, he mentioned that his vision looked like "hot gas coming off of a road." At 7:30am, he retested his blood glucose on his meter and got a value of 41 mg/dl. The pt immediately consumed 4 small "snickers" candy bars which cured all of his hypoglycemic symptoms within 15 minutes. At 12:00pm, he ate a can of "chunky soup" and then retested his blood glucose again at 3:00pm. He obtained a value of 139 mg/dl. Two weeks later, the pt tested his blood glucose around 7:00am and got a reading of 142 mg/dl. He ate his daily can of "chunky soup" at noon before testing his blood glucose again at 2:00pm. At that point, he got a blood glucose value of 121 mg/dl but began to feel like his eyes "were weird" and "things started to look like hot gas from a road" again. He waited 10-15 minutes hoping the symptoms would go away but then he started to feel "sweaty." He ate an unk quantity of candy bars which cured him again of his hypoglycemic symptoms. He did not test his blood glucose after the event on that day. The customer care advocate (cca) verified that the pt is cleaning and testing correctly. The cca walked the pt through a control solution test which ...